Event description:
The customer reported via phone call that the insulin pump alarmed with a button error. Customer's blood glucose was 79 mg/dl. The customer stated, it was possible that he squashed the insulin pump and that it was exposed to perspiration, due to blood glucose going low. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed with a button error, followed by unresponsive buttons, due to corroded keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump was received with a cracked case at display window corners, a cracked display window, cracked battery tube threads, minor scratches on the display window, and a missing end cap sticker.